Manufacturer narrative:
(B)(4).

Event description:
It was reported the rv lead had a bad threshold during the implant surgery. The doctor tried to reposition the lead to no avail. As a result, the lead was replaced with a new one. The parameters were good.